Event description:
It was reported that while doing a primary case. The surgeon was inserting a 2.5 fixos headless canulated compression screw and halfway down the screw snapped in half. Half of the screw was stuck in the patient. Surgeon decided to leave the screw in patient. Ended up using wires.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report. (B)(4).